Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient therapy stopped due to a power on reset (por) message. The patient stated seeing the message on her programmer and recharger. The patient stated it is an informational screen. The patient stated everything was working fine until she went through the minneapolis airport. The patient was given the step on clearing the message and turning their therapy back on. The patient's issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.